Event description:
Patient had enterra device explanted today, (B)(6) 2024 due to both leads eroding into the stomach. Patient presented with nausea, vomiting and abdominal pain. Egd was performed to discover leads inside the stomach. Surgeon removed the leads and the stimulator as patient wasn't willing to have new leads implanted at this time. Patient symptoms were initially controlled by enterra device then about 2 months ago symptoms returned and experienced recent abdominal pain.